Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, in the first recapture the delivery valve didn't close completely, leaving the valve protruding 2 cm. The valve capsule was retracted and wrinkled, so we had to use a new delivery valve. Upon removing it from the patient, the doctors ordered a second valve because the leaflets didn't look good and the valve didn't close completely.

Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The flexnav delivery system, was returned to abbott for investigation. The distal end of the inner shaft was observed to have kink damage, consistent with use-related stress. The proximal end of the valve capsule showed accordioning-like damage, and the mid-section showed bent damage, consistent with use-related stress. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.